Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). (B)(4). On (B)(6) 2017, it was reported that the device required comb replacement. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the calibration and test mesh could not be performed due to the bent comb. The left side plate lid pin was out of round and pin not able to be inserted, new left side plate needed. No ratchet or cutters were returned for evaluation. The skin graft mesher was not repaired per the customers request and was returned unrepaired. The reported event that the device required comb replacement was confirmed since during the initial inspection the service technician found that the comb was bent. However, the left side plate lid pin was out of round and pin not able to be inserted. The root cause of the reported event was due to the comb bent. The issue was not resolved as the customer wants to return unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device not return for evaluation.

Event description:
It was reported that the device required comb replacement. Investigation results revealed that the comb was found to be bent. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4).